Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter was reading higher than normal. She claimed her blood glucose levels dropped after taking her insulin and was treated by the emergency medical services and was hospitalized as a result of the alleged inaccuracy issue. The medical surveillance specialist (mss) spoke with the patient on march 3, 2009 to obtain/verify the following information: the patient has had the subject meter for approximately 1 year but was unable to pinpoint when she first noticed the "higher than normal" meter readings. She stated she had to call the ambulance 3 times within the past 6 months due to hypoglycemic incidents. The patient was unable to provide specified dates and details about all 3 events. One of the incident occurred around late 2008. The patient was unable to recall the events leading to her hypoglycemia, such as how much insulin she took and what her meter readings were; however, she claimed that she became unconscious within an hour after taking her insulin. The patient manages her diabetes with an insulin pump. Two days later, the patient decided to go to her doctor because her blood glucose levels have been going "crazy". Her doctor decided to have her admitted to the hospital to straighten things out with her blood glucose levels. The patient ended up being hospitalized for 3 days and was being treated with an insulin drip to control her blood glucose levels. She claimed that after the hospitalization, her doctor has not changed her dosages for her "bolus" insulin but her basal insulin dosages were being adjusted. The patient claimed that during her hospitalization, a comparison was done with the subject meter and the hospital meter. The patient was unable to recall the specific results but claimed that the subject meter read 30 points higher. She also provided another comparison that was done in 2009. Her meter read "253 mg/dl" and within 10 minutes the hospital's meter read "85 mg/dl". The customer care advocate (cca) went through troubleshooting with the patient and noted that the correct testing/cleaning techniques were used. Replacement products were sent to the patient. This complaint is being reported, because the patient allegedly became hypoglycemic on several occasions after taking insulin based on her alleged inaccurate high meter readings. In addition, the difference between the "253 and 85 mg/dl" results is greater than 30%, which does not meet lifescan's criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.